Event description:
G-tube inserted, pt unable to tolerate feedings, abdomen distended, large residuals. Returned to surgery 7 days later, found inferolateral suture had pulled through allowing air to escape.